Manufacturer narrative:
(B)(4). Additional information requested and received: was the bleeding from the spleen or splenic vessels? They said they really could not tell where the bleeding was coming from. Was this the first firing of device? Yes first firing. Were any clips used in the surgical procedure? No. Did the surgeon observe any tissue movement in jaws while firing device? Reported that reload moved out of the gun. Had to remove the reload from the abdomen because came out of gun. Were any staples deployed? If so, please describe shape. Some staples were deployed and formed. By the time they opened the patient, the bleeding had stopped what is the current patient status? Patient transferred to main hospital (as the case was originally at a surgery center). Staff reported patient was doing fine.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the doctor was performing a laparoscopic sleeve gastrectomy, encountered bleeding during the procedure, which led to an attempt to perform laparoscopic splenectomy, using an endocutter to cut and staple the splenic vessels. A white reload was used to cut and staple the splenic vessel and the device didn't successfully cut and staple the vessel, leading to bleeding. The procedure was converted to an open procedure to remove the spleen and control bleeding. It was not reported how the procedure was completed.